Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left main to left anterior descending artery. A 6f non-boston scientific (bsc) guide catheter was used to cannulate the left coronary artery and was crossed with a non-bsc guide wire. After pre-dilatation was performed with a 3 x12 and a 3.5 x 12 nc balloon, a 3.50 x 38 synergy ii drug-eluting stent was advanced but failed to track over the guide wire. An extra buddy wire was used but the device was unable to cross the lesion and it was found that the proximal stent struts were lifted. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left main to left anterior descending artery. A 6f non-boston scientific (bsc) guide catheter was used to cannulate the left coronary artery and was crossed with a non-bsc guide wire. After pre-dilatation was performed with a 3 x12 and a 3.5 x 12 nc balloon, a 3.50 x 38 synergy ii drug-eluting stent was advanced but failed to track over the guide wire. An extra buddy wire was used but the device was unbale to cross the lesion and it was found that the proximal stent struts were lifted. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1- initial reporter address 1: (B)(6). Device evaluated by manufacturer: synergy ous mr 3.50 x 38 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal and mid stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded without issues on a 0.014" test guidewire. No other issues were identified during the product analysis.